Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that her insulin pump was not delivering the correct amount of insulin and her blood glucose went down to 54 mg/dl. Customer stated that her insulin pump is broken at the reservoir compartment and the reservoir won't stay in place. Nothing further was reported.

Manufacturer narrative:
Broken reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.